Event description:
It was reported that the patient experienced pocket stimulation, right ventricular lead exhibited high capture. The lead could not be repositioned and was explanted and replaced successfully. No additional information was available.